Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving unknown baclofen via an implantable pump for intractable spasticity. It was reported that the patient stated they lived most of their life in (B)(6) but once they moved to (B)(6) and had the pump replaced, it has not worked since then. The patient mentioned that they went to the healthcare provider to get the pump refilled and the pump was full, so the doctor changed the medicine anyways. The patient stated then they went back for another refill again and the pump was full so they replaced the medicine again. The patient stated they went in for a third time and the pump was full so the doctor still wanted to change the medicine a third time but the patient did not want to waste money on that again. The patient said then coincidentally, their spasms quit, so they did not need the pump/therapy and wanted the implanted system removed. Patient also stated at that latest appt, the baclofen was drained from the pump and the pump was empty. The patient stated they've had the pump 5 years and do not want the extra weight of carrying the implanted system in their body. The patient also stated the pump was irritating to them and stuck out. The patient was redirected to their health care provider to further address the issue.

Event description:
Additional information was received from a healthcare provider (hcp) stated that the patient was last seen on (B)(6) 2021 and has not contacted the doctor office. The pump was refilled with saline because of persistent urinary tract infection (uti) which delayed pump replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information provided from a consumer (con) stated that thecause of the pump being full at the refill not known. The physician only refilled the pump. The physician did not check if the pump was working properly. The physician wanted to refill the pump again but did not want refill the pump. The pump was drained and turned off. The patient stated that their spasm symptom stopped. The patient wanted the pump to be remove.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.